Event description:
It was reported that during an unknown procedure the anastomosis was found to be incomplete on post -op day 3. It was reported that the device functioned as intended and the donuts were complete, the leak test regular. It was suggested by the assisting nurse that the stapler was closed ' sort of fiercely ' by this surgeon, which could indicate that there was not enough blood supply in the area of the staple line.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived sterile and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.